Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. After the pump replacement on (B)(6) 2018, the patient kept complaining about severe spasms not affected by the function of the pump. The patient demanded higher dosages at each refill until they reached the dose of 1849 mcg/day. On (B)(6) 2019, the patient went in for a refill. The removed solution from the reservoir seemed yellow-brownish, so it was sent for microbiologic workup. The reservoir was flushed and refilled. No errors were reported in the logs. On (B)(6) 2019, a CT scan was performed showing normal position of the catheter without extravasation. The microbiology report came back positive for some skin bacteria, so the reservoir taps for microbiology were reported and all came back positive. The patient was under the impression the pump was never helping them and they wanted it removed. The dose was decreased by 200 mcg/day without any withdrawal signs, and on (B)(6) 2019 the pump and catheter were explanted. It was indicated the catheter was thrown away. The patient was now on 3x25 mg lioresal without any functional changes.

Manufacturer narrative:
Analysis of the pump identified significant damage to the reservoir septum that occurred while implanted; the septum was leaking. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving compounded baclofen (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. The patient's relevant medical history included long standing spastic tetraplegia. It was reported the pump did not function right. The patient did not have a proper response with high baclofen dosage. The event date was (B)(6) 2019. The pump was explanted on (B)(6) 2019 and not replaced, but it was also reported there was no harm, injury, or death. Data files/printouts were not available. The patient outcome was "ok." The pump would be returned. Further complications were not reported or anticipated.